Manufacturer narrative:
The screw was used during an acl reconstruction procedure. Dimensional inspection confirms that this is a 10 x 25 mm product. This implant is in good condition with exception of the distal threads. The physical damage is consistent with the guide wire being retracted, hung up and beginning to tear upward through threads. There is no other damage to the outer surfaces. The phillips hex is in good condition and shows no stripping. The IFU says following recommended site prep ¿is critical for ease of insertion and successful anchoring¿. There were no clinical details provided such as type and size of tap, size of tunnel drilled and patient bone condition. No root cause related to the manufacturing of this device can be confirmed.

Event description:
It was reported that, during an acl reconstruction arthroscopic surgery, while tibial fixation was being performed, the front-end of the screw was found broken upon twisting. There was no significant delay reported, and the procedure was completed using a backup device. No patient injury or complications were reported.